Event description:
While using a byte day aligners, patient reported that they are concerned with the sharp edges their aligners have. Patient has already filed down the aligner but will file down more. Patient asked about applying dental wax to help with rough edges. Provided hh tips and requested photos for MFR error.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.